Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, a decrease in sensing and no capture were observed. Lead dislodgement was revealed via fluoroscopy. The lead was explanted and replaced.